Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2013) is considered to be a best estimate. This emdr was submitted to represent the bard/davol perfix plug (device #2). An additional supplemental emdr represents the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with bilateral right femoral hernia thereby underwent open repair with the implant of two perfix plug mesh (device #1 and device #2). Per operative notes, ¿two perfix plug mesh (device #1 and device #2) was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with right femoral hernia recurrence, adhesion thereby underwent open repair with explant of two perfix plug mesh (device #1 and device #2), lysis of adhesion. Per operative notes, ¿two perfix plug mesh (device #1 and device #2) was removed.¿